Event description:
The product was used during a gastrectomy procedure. Reportedly, the instrument did not fire or cut. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.